Event description:
End of needle broke. Spike part of needle remained stuck in child and needed a lot of force to remove. This was the second time in less than a week this occurred. No patient outcome has been provided by the reporter.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.